Manufacturer narrative:
The results of the eval are set forth in the failure investigation data analysis and conclusions report attached hereto. The calibration failure reported by the customer was repeated in the lab at syncardia. Calibration failed for right flow and right dp/dt on the primary controller; the backup controller passed calibration. The failure of flow on the primary controller was resolved by adjusting the shims inside the clippard valves. Positional alignment of the shims within the clippard valve body affects the timing and shape of the flow waveforms. Typically, adjustment is not necessary; however, in some instances, it assists in bringing the waveform into calibration. The css console then passed the console test validation protocol. These calibration problems did not present a danger to the operational stability of the css console controller, but rather presented a borderline waveform, which at times was just outside the acceptable waveform limits, causing calibration failure. This alleged failure mode poses a low risk to a pt because the css console was not supporting a pt when the issue was observed. In addition, it does not prevent the ability of the css console to perform its life-sustaining functions, and the css console has a redundant, backup controller. Syncardia has completed its eval of this complaint and is closing this file.

Event description:
This css console was not on a pt. Customer reported that during a routine console checkout procedure, the primary controller of the css console did not pass calibration. This alleged failure mode poses a low risk to a pt because the css console was not supporting a pt when the issue was observed. In addition, it does not prevent the ability of the css console to perform its life-sustaining functions, and the css console has a redundant, backup controller. The css console was returned for eval.